Event description:
A hospital in (B)(6) reported that there was "excessive condensation" in a (B)(4) infant nasal CPAP cannula. It was reported that condensation went into a baby's nose, however no patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested additional information from the hospital to aid in our investigation of this complaint. We will provide a follow-up report upon receipt of the requested information and completion of our investigation.

Manufacturer narrative:
(B)(4). The (B)(4) patient interface is designed to deliver noninvasive positive pressure ventilation to spontaneously breathing patients. Fisher & paykel healthcare requested additional information, including a description of the setup, from the hospital regarding the reported condensation however no additional information was provided. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Without additional information from the hospital, we are unable to determine the cause of the reported condensation. However the reported condensation is likely a symptom of a setup or environmental issue rather than a fault with the patient interface.

Event description:
A hospital in (B)(6) reported that there was "excessive condensation" in a bc181-05 infant nasal CPAP cannula. It was reported that condensation went into a baby's nose, however no patient consequence was reported.